Manufacturer narrative:
This case was assessed as reportable to the FDA as the event large hematomas on the nose or a vascular occlusion (vascular occlusion) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a german physician and concerns an adult female patient (reported as around 40). She was injected with radiesse, into the nasolabial fold (also reported as into the nose, intentional device misuse), at 10:00, on (B)(6) 2023. She was injected according to the law of the art (lege artis) with aspiration. On (B)(6) 2023, 1 day after the treatment with radiesse, the patient experienced severe complication, large hematomas on the nose or a vascular occlusion. On (B)(6) 2023, on the day of this report, at 06:00, she informed the physician. The physician urgently asked for advice, since radiesse was not possible to dissolve. The outcome of the event was unknown.